Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected on the bus. A field service engineer (fse) shutdown the station, opened the back panel and back of drawer, replaced the module controller board and drawer controller board, put the back of the drawer on, and closed the panel, powered on the station but application did not bootup, tried to perform a database clean but issue was not resolved, also reimaged the station but the station did not synchronize with server. The fse then uninstalled and reinstalled remote support service (rss) with latest version, was able to complete the data synchronization with server, but the application did not launch. The fse then connected with technical support specialist to update the rss management, rebooted the station and everything worked properly. The customer performed inventory of medication successfully. The system functioned as intended after the field service engineer and technical support specialist repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 4.1 was preventing the pyxis machine from powering on. This drawer was currently disconnected to ensure the rest of the machine was operational. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.